Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings: a review of the pump black box data revealed a loss of prime warning due to a zero-force reading. During testing, the pump was exercised for 24 hours with no duplicated warnings. The complaint was not duplicated. The pump case was removed and no damage was found to the force sensor or any other internal components.